Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was failing op check, resulting in a restart that left the device having therapy disabled. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the u.s. Under device model#: 861290.